Event description:
It was reported that when an asymptomatic patient present in-clinic for a device check, device reset has occurred message was displayed upon interrogation. No programming changes were made. The patient will be monitored. No further information is available

Event description:
It was reported that when an asymptomatic patient present in-clinic for a device check, device reset has occurred message was displayed upon interrogation. No programming changes were made. The patient will be monitored. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.